Event description:
It was observed that during the device evaluation, the subject device exhibited fiber breakage, damaged distal end, minor stains under light guide cover glass, passing light transmission, image goes out of field. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image goes out of field due to bent outer tube due to component failure. For all other issues, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.